Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the graters are cracked, pitted and scratched beyond usable condition. Customer requesting review of acetabular graters by depuy engineers and a response letter indicating if depuy deems these products are still usable. On (B)(6) 2018 (2) acetabular graters have been added to this complaint. Product and lot numbers have been added to the bottom of this complaint form and graters will be sent to depuy for analysis. No surgical delay.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.